Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0122 movement disorder. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was on a mountain hike when the sensor failed. The patient was on top of the mountain range, walking for 8.5 miles. She was out of an active sensor session by the time she developed the symptoms, she was already struggling to move, out of breath, and hypertensive. After confirming the failure of the sensor, the patient went home alone. She called urgent care, who called the ambulance. When paramedics arrived, they took a bg reading which was 56 mg/dl. They treated the patient with IV glucose and took the patient to the hospital. At the hospital, nurses took a bg reading which was 118 mg/dl. There was no information about the treatment provided at the hospital. After 2 hours, the patient was stable and went home. Data investigation could not confirm wearable failure. The root cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.